Manufacturer narrative:
Medical safety/clinical reviewed the event. A 56-year-old male with a history of atrial fibrillation and end-stage renal disease on chronic dialysis (4 years) was scheduled for coronary artery bypass grafting (CABG) due to complaints of shortness of breath. Eight months prior, the patient had been hospitalized for three weeks for infective endocarditis with mitral valve vegetation. The vegetation was later described as calcified lesions on the posterior leaflet. At the time of the current admission, echocardiography demonstrated 1+ mitral regurgitation (mr) with a left ventricular ejection fraction (ef) of 35%. Pulmonary function testing was pending per the medical record. CABG was performed. At the conclusion of cardiopulmonary bypass, protamine sulfate was administered for heparin reversal. Subsequently, the patient experienced acute hemodynamic collapse requiring return to cardiopulmonary bypass. The patient was placed on biventricular mechanical circulatory support with an impella cp and an impella rp flex. Prior to leaving the operating room, the patient developed ventricular tachycardia (vt). Advanced cardiovascular life support (acls) was initiated, including cardiopulmonary resuscitation (CPR). During resuscitative efforts, the impella device position appeared to advance. Bedside echocardiography was performed, and the device was repositioned by the physician to 89 cm. The ventricles appeared significantly underfilled (¿grossly dry¿), and aggressive volume resuscitation was initiated following acls. Upon transfer to the intensive care unit (ICU), the patient required continuous volume administration to maintain hemodynamic stability. Ongoing bleeding was suspected, potentially exacerbated by chest compressions performed during CPR. Bedside echocardiography in the ICU demonstrated severely underfilled left and right ventricles with both impella devices only able to generate flows of approximately 2.0 liters per minute. The impella cp appeared positioned deep and was repositioned; however, low flow persisted due to inadequate preload. Extensive volume and blood product resuscitation was administered, including multiple units of packed red blood cells, platelets, cryoprecipitate, plasma, sodium bicarbonate boluses and infusion, albumin, lactated ringer¿s solution, and initiation of autotransfusion via chest tubes. Following aggressive resuscitative efforts, device flows improved to approximately 3.0 liters per minute. The patient remained temporarily hemodynamically stable with continuous high-volume replacement and maximal vasoactive support. Despite ongoing efforts to control postoperative bleeding and maintain circulatory support, the patient remained critically ill. After approximately 23 hours of biventricular impella support and continued high-dose vasoactive therapy, the family elected to withdraw care. The patient subsequently expired. The impella cp and impella rp flex are being conservatively reported as associated with a death outcome. However, the patient¿s death was most consistent with refractory cardiogenic and hemorrhagic shock following protamine administration and separation from cardiopulmonary bypass, compounded by postoperative bleeding and hemodynamic collapse requiring acls and are considered the primary factors to the patient's demise. Correction. Complaint coding was updated accordingly based on medical safety/clinical review to removed cardiac failure (e0611). And h6. Health effect - clinical and impact coding that represents reported event has been repopulated. Note: there is no impact to the investigation finding for this event as no finding/cause was identified. Cardiac failure event is not associated with the impella device. H6. Medical device problem, component and investigation type/finding/conclusion as previously reported remain unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
H6 medical device problem code updated. The impella device has been discarded, and the investigation is still underway.

Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the clinical symptoms, ventricular fibrillation, cardiac failure and major bleed were unable to be determined due to insufficient clinical details. Pump suction: the pump was not returned for investigation. Data log shows several suction alarms with fluctuating placement signal throughout the 7.5 hours of the case run. During suction alarms, pump flow trended down while running on high p-levels. No abnormalities were reported regarding positioning issues or motor current spikes during the case run. As per the clinical details, persistent suction events occurred following impella placement, particularly after CPR and advanced cardiac resuscitation, which likely led to increased bleeding and hypovolemia. Echo showed underfilled left and right ventricles, with impella flows only around 2 l/min, consistent with low preload and volume depletion. The cause of the suction issue was most likely related to patient condition, based on data log review and provided clinical details. Device in wrong position: the pump was not returned for investigation. Clinical details indicate that during acls, the impella cp appeared to have advanced. A bedside echocardiogram (echo) was performed, and the pump was pulled back by the doctor to 89 cm. In the ICU, bedside echo showed the cp appeared deep and was pulled back, but ultimately the patient needed more preload. The cause of the device position issue was not determined without returned product investigation and sufficient clinical details.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. Clinical symptoms (ventricular fibrillation): the root cause of the injury was unable to be determined due to insufficient clinical details. Clinical symptoms ( major bleed): the cause of the injury was not determined due to insufficient clinical details. Pump suction: the cause of the suction issue was most likely related to patient condition, based on data log review and provided clinical details. Device in wrong position: the cause of the device position issue was not determined without returned product investigation and sufficient clinical details.

Event description:
The user facility reported that a patient presented for coronary artery bypass graft. Protamine was given at the end of the case and the patients suffered hemodynamic collapse requiring to go back on bypass. Decision for biventricular impella support. It was noted that impella cp support started with suction noted when coming off support. The impella rp was placed. During support it was noted that the patient went into ventricular tachycardia prior to leaving the operating room. During advanced cardiovascular life support (acls) the impella appeared to have advanced. The cp was pulled back. The heart appeared grossly dry. Volume resuscitation continued post acls. Bicarb started. Critical care continued. The patient required constant attention to maintain volume. It was noted that cardiopulmonary resuscitation while leaving the operating room had probably led to increased bleeding. Bedside echocardiogram showed completed sucked down left ventricle and right ventricle with impellas only able to run around 2 l/min. Cp appeared deep and was pulled back but ultimately needed more preload. After chasing volume: 2 units of blood, 2 amp bicarb, 500 albumin, 500 lactated ringer's solution bolus amio bicarb drip, they were able to get flows close to 3l/min. More blood products unit of platelets, cryo, plasma and 2 more bicarb amp pushes, 2 units of blood and a setup for auto transfusion with chest tubes the patient had been stable for several hours now. As long as they continue to chase the volume he is losing. After continued efforts to stop post op bleeding with continuous volume replacement and on max vaso active therapy, the family decided to withdraw care and the patient expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.